Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Lot number? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Where are the granulomas? Size of granulomas? How many granulomas? Please describe any medical/surgical intervention required for the granuloma including dates and results. Was any medication prescribed for the granulomas? Please specify what symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. Post-op, granulomas were formed. There were no adverse patient consequences to the patient. Additional information was requested, however, no further information was available.